Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 566 mg/dl. The customer's legs felt really heavy. A small air bubble was found in the reservoir. The customer had blood at site. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-89458 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.